Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Review of strips revealed the pulse generator exhibited post paced t wave oversensing. The device was programmed to auto sensitivity. No program changes or intervention was reported, the patient would continue to be monitored via follow-ups.